Event description:
It was reported that: the surgeon deployed manta at the end of an evar case. Bleeding would not stop. Surgeon cut down to find manta was deployed properly and sitting on top of the vessel however a large piece of plaque (which was not observed on CT) was 'cracked and jagged' due to advancing the procedure sheath. The surgeon suggested that when the sheath broke through the plaque its jagged edges caused a dissection within the vessel which is why hemostasis with manta was not achieved. Surgeon did not blame manta but the large piece of plaque that was found and pulled out. Additional information: micro puncture and ultrasound were utilized to gain single, central posistioned access in the right common femoral artery. Measured depth for the manta was 4.5+1cmm. It was reported that there were some issues advancing the procedure sheath. Both heparin and protamine were administered intravenously during the procedure. Bleeding continued after manta deployment until the surgeon decided to go to cutdown where the manta was explanted. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, centrally positioned access was gained utilizing ultrasound guidance and micro puncture. The arteriotomy had mild calcification, and circumferential wall calcification, with a depth deployment measurement of 4.5cm + 1cm. Issues were encountered advancing the procedural sheath. Prior to closure, heparin and protamine were administered. Following the evar procedure, an 18f manta was deployed in the right femoral artery at the measured depth. Post-deployment, bleeding continued after pressure was held. The surgeon decided to cut down, revealing the manta deployed properly, was positioned correctly, and a large cracked and jagged piece of plaque was present (initially not observed on CT). The surgeon mentioned when the procedural sheath was initially advanced, it broke through the plaque, attributing to the plaque's jagged edges, causing a dissection within the vessel, and was not caused by the manta device. Dissections are a common event in large bore procedures. The manta was explanted, the plaque removed, and the vessel was repaired. The patient outcome was fine post-procedure. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma.

Event description:
It was reported that: the surgeon deployed manta at the end of an evar case. Bleeding would not stop. Surgeon cut down to find manta was deployed properly and sitting on top of the vessel however a large piece of plaque (which was not observed on CT) was 'cracked and jagged' due to advancing the procedure sheath. The surgeon suggested that when the sheath broke through the plaque its jagged edges caused a dissection within the vessel which is why hemostasis with manta was not achieved. Surgeon did not blame manta but the large piece of plaque that was found and pulled out. Additional information: micro puncture and ultrasound were utilized to gain single, central posistioned access in the right common femoral artery. Measured depth for the manta was 4.5+1cmm. It was reported that there were some issues advancing the procedure sheath. Both heparin and protamine were administered intravenously during the procedure. Bleeding continued after manta deployment until the surgeon decided to go to cutdown where the manta was explanted. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn#: (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.